Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-07, additional information was received from the patient. The cause of the pump movement was weight loss. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that her pump had moved inside her body and it was causing "a problem because the pump was hitting her hip bone." She was going to have a revision on (B)(6) 2019. Her hcp had told her that the pump was still in the pocket but the patient noticed that her "whole stomach has pulled to one side and her belly button wasn't in the middle of her body anymore, it had "moved over two inches to the right." She also noted that she sometimes had breakthrough pain which she used her ptm for. No further complications were reported.